Event description:
End user reports an "unknown qty "last 2 or 3 boxes" of recent order, unknown lots" current mu lot with issue is lot# 3c01304 - adhesive on packaging too strong, tearing paper when he opens it." He states "in his recent order he has issue with the catheters packaging - "the adhesion of the paper to the plastic, it is sticking so tightly that the paper tears" when he goes to open it by peeling it back as he usually does. He said every catheter in the box was affected like this in the last order and he has used up a few boxes, "maybe 2 or 3" with the issue that he did not record lot # before just finishing up the mu he was on now that also had the issue. He said he has taken to using scissors to opening the packaging." End user was advised that this can created a potential contamination issue with the catheter. He said he is careful when doing this and with removing the catheter to try and not contaminate it. This emdr covers the unknown quantity and lot number associated with the packaging defect.

Manufacturer narrative:
A2: sex: male. Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.